Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery spring contact and moisture damge on the electronics. Unable to verify the error alarms, due to the blank display.

Event description:
The customer called to report multiple error alarms after a battery change. Troubleshooting was performed, and it was determined that the insulin pump needed to be replaced. Nothing further was reported.